Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3 - correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was august 6, 2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle could not be specified as it is unknown if there were any deviations from the instructions for use (IFU) as three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "jf type 260v, tjf type 260v, chapter 3 preparation and inspection", and preventative measures in "jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.